Event description:
It was reported that during a stent procedure, the tip of the stent delivery system (sds) separated when being inserted onto the guide wire outside the pt's body. There was some resistance noted when inserting the sds onto the guide wire. Reportedly, there was no pt injury.